Event description:
When channel is connected to IV pump, it does not register information entered into the channel. Improper communication causing errors due to defective connector.device #1is this a laboratory device or laboratory test?no.